Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2014 between 1:00 pm and 2:30 pm. The reporter claimed the patient obtained blood glucose readings of ¿230 and 555 mg/dl¿ with the subject meter. The patient is on insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. During the follow-up call, the reporter claimed that between 1:00 pm and 2:30 pm that same day after the alleged issue began, the patient became ¿comatose, was not breathing and was near death¿. In response to the symptoms, the reporter claimed emergency medical services (ems) were contacted. The reporter claimed a blood glucose test was performed on the ems meter and a result of ¿22 mg/dl¿ was obtained. It is not known what treatment the patient received in response to her symptoms however the reporter claimed the patient was hospitalized as a result. During the follow-up call, the reporter attributed the onset of the patient¿s symptoms to the subject meter reading inaccurately high. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate high blood glucose readings with the subject meter.